Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer locked up on a particular screen during a device interrogation, and was unable to end the session; the programmer was restarted again after waiting for several minutes, however the same result occurred upon re-attempting device interrogation. It was noted that the programmer was left on for over thirty minutes without resolve. It was also noted that the programmer was able to interrogate a device of a different model following the restart. The programmer remains in use. No patient complications have been reported as a result of this event.